Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for ventricular episodes, non-sustained ventricular tachycardia episodes and fracture. The lead was capped and replaced. As well, the patient's right atrial (ra) lead exhibited no capture. The lead is still in use. No patient complications have been reported as a result of this event.